Event description:
Catheter entrapment occurred when a patient with brain arteriovenous malformation (bavm) was being treated with the ev3 onyx embolic system and the end of the catheter broke off. The catheter fragment stayed in the patient extending from the proximal cervical right ica into the right mca superior division branch.